Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.6 and h.11. Investigation: two used trima accel platelet bags and corresponding tubing to below the y-connector was received for investigation. The rest of the set was not returned. Visual inspection noted no kinks, leaks, missing parts or misassemblies on the platelet bags or the connected tubing. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit#: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.4 and d.4. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: two used trima accel platelet bags and corresponding tubing to below the y-connector was received for investigation. The rest of the set was not returned. Visual inspection noted no kinks, leaks, missing parts or misassemblies on the platelet bags or the connected tubing. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Analysis of the run file showed that the trima accel device detected wbcs escaping from the lrs chamber. The trima accel has software algorithms in place that use the rbc output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminated the platelet product. The message to verify wbcs in the platelet product was displayed because during the procedure these algorithms on the trima accel device operated as intended and detected wbcs were escaping from the lrs chamber. Experience has shown that lrs chamber saturations may be donor related. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. No further reporting will be provided as this does not represent a reportable event.